Event description:
Revision surgery with substitution of left and right hip prothesis.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the (B)(4) lot code. Per procedure, this device is exempt from device history record review. No additional reports were found against the remaining product/lot code combinations. Medical records were received and reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.